Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Console logs from the reported day of event did not contain any information relevant to this failure mode. At the time of complaint, the staff provided a photo showing ac wall plug separated from the console power cord. When console arrived for investigation, its power cord was either already repaired or replaced on-site (we were unable to ascertain which one it was). The root cause of the aic wall plug separation could not be determined. D9 device returned to manufacturer date added d6a and d6b should have been left blank on the initial manufacturer device report 1220648-2025-27468.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) black power cord was received damage and was not usable. This occurred on (B)(6). It broke when they unplugged it from the wall. The aic was replaced. The patient remained stable and survived.